Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The sr8 was visually inspected, and no physical damage was found. The reported issue was unconfirmed: no faults found with the system. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Ultrasound is working fine but there is trouble with the navigation part. Many times during insertion the tip of the catheter seems to stay at the top of the sensor on the screen. The intravascular ECG is not responding with p-wave response or green diamond. X-ray shows that the catheter is in the right place after insertion. There is nothing different in the room, and no significant in the placement. We tried to place two catheters with another system and then both worked correct with the tip going down and the p-wave raising and green diamond.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Ultrasound is working fine but there is trouble with the navigation part. Many times during insertion the tip of the catheter seems to stay at the top of the sensor on the screen. The intravascular ECG is not responding with p-wave response or green diamond. X-ray shows that the catheter is in the right place after insertion. There is nothing different in the room, and no significant in the placement. We tried to place two catheters with another system and then both worked correct with the tip going down and the p-wave raising and green diamond.